Event description:
Device malfunction: failure to deploy needles. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the prostar xl device, attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, an angiogram was taken to locate the puncture site and, mild calcification could be seen. The pull shaft was turned counterclockwise to bring the shaft out of the hub, when it was noticed that no needles were present. The pull shaft was pushed back into the hub and the device was removed form the patient anatomy. A second prostar xl device was used to achieve hemostasis. There were no adverse patient effects reported. Though requested, no additional information was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.